Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and difficulty charging. The patient underwent implantable pulse generator (ipg) revision procedure. Additional information stated that the patient status is fully recovered. The ipg was disposed of per facility policy.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and difficulty charging. The patient underwent implantable pulse generator (ipg) revision procedure.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and difficulty charging. The patient underwent implantable pulse generator (ipg) revision procedure. Additional information stated that the patient status is fully recovered. The ipg was disposed of per facility policy.